Manufacturer narrative:
Data for the date described event of 2025-10-25 was reviewed. No instances of malfunction alerts were found in the device engineering logs. A factory reset was found in the logs. A dexcom g7 sensor was in use. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. The graph and tables revealed that the ilet was behaving as intended. Alerts were triggered appropriately, and the ilet adjusted insulin doses in response to cgm glucose. These alerts were somewhat consistently marked as "acknowledged." Unless cgm glucose readings were below 80mg/dl or the cartridge was empty, insulin was being requested in regular intervals. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet and elected to discontinue therapy and return to multiple daily injections per healthcare provider direction; no device alerts or alarms were reported, and the user treated low glucose with oral carbohydrates. Customer care provided assistance that included review of available usage information and complaint handling assessment. Symptoms included loss of consciousness due to low blood glucose, measured at 53 mg/dl. Outcomes included self-treatment of hypoglycemia without emergency medical services or hospitalization. Investigation of this case revealed that the cause of hypoglycemia was not determined. It was concluded that a device malfunction could not be confirmed and the event was assessed as cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.